Event description:
Related manufacturer reference number: 3006705815-2022-17849. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2022 during which the existing leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.